Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve issue by explain to customer once the pm test fails and you run the calibration test on the for the pressure sensor that is failing and if that test fails the pressure sensor for the rate which is the top one needs to be replace. But can replace both want hurt, once sensor is replace and it still fail unit will have to come in for services repair. (B)(4). Customer called in for help on 8100 unit customer running the pm teste and the unit keeps failing rate accuracy test and have aboard the test try again still failing. Explain to customer aboard the test select calibration test which is for iur test for rate & pressure if fail retry if fail again need to replace top sensor for rate but can replace both want hurt. Once replace sensors run calibration test again if continue to fail unit will have to come in for services repair.